Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the unspecified foreign material came out of the nozzle could not be determined since it is unknown with the obtained information if the reprocessing has been implemented in line with the instructions for use, and it was confirmed that the section of the device with the foreign material remained had no deformation (no physical damage). The event can be detected and prevented by handling the device in accordance with the following instructions for use: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, a foreign object came out of the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.